Event description:
The device was returned to baxter for service. During product evaluation, a baxter technician reported an infusion pump with an intermittent channel "a" keypad (all keys). There was no patient injury or medical intervention necessary. This pump contains un-remediated user interface module master software. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.